Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve, broken fill channel and white particles. Leak test and microscopic analysis was performed which identified: adhesive valve delamination, wear abrasion and creases fold. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Reason for reoperation: deflation.